Manufacturer narrative:
The device was received for evaluation filled with solution. Visual inspection revealed particulate matter floating in the bag. A tangle of flat twisted fibers was isolated from the bag. Fourier transform infrared spectroscopy (ftir) and polarized light microscopy (plm) analysis indicate this particle is cellulose, likely either paper or cotton. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 250 ml eva tpn bag, there was found to be particulate matter floating in the bag. No additional information is available.